Event description:
Facility reported "fire at ett cuff for 5-6 seconds after noting flame from patients neck." In a subsequent with bio-medical engineer, he stated that there was no problem with the product, the cuff was ignited by the electrocautery device. Mallinckrodt's instructions for use clearly contraindicates the use of an electrosurgical active electrode in the immediate area of the device.